Event description:
The following was reported to hamilton medical ag: local staff was preparing t1 for delivery to the hospital. However, the screen displayed battery 1: defective and an alarm went off. It seems that the battery is initially defective. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: local staff was preparing t1 for delivery to the hospital. However, the screen displayed battery 1: defective and an alarm went off. It seems that the battery is initially defective. No patient involvement.